Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 5.3 mmol/l. The customer was assisted with troubleshooting. The customer was able to clear alarm. Customer was able to complete pump rewind. The customer stated that the insulin pump had hardware low level failures alarm during self-test. The customer was not able to pass self-test. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test however, the device alarmed pump error 63 during the self test and pump error 63 alarm is found in the downloaded history file due to broken trace at pin 6 on the keypad assembly.